Event description:
It was reported the gastrointestinal videoscope exhibited error e218, the issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial emdr. Corrected fields: h6, h11. Updated fields: h2. The device was returned to olympus for inspection and the reported failure was not confirmed.

Event description:
No additional information received from the customer.